Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the jaws of the vessel sealer extend (vse) instrument would not open and the surgeon could not control the instrument. The jaws reportedly removed unspecified tissue. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Isi received the vse instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the jaw gap verification and grip force tests. No damage was found. No ceramic dots were missing. A follow-up MDR will be submitted if additional information is obtained. The system logs for this procedure were reviewed: an error 256 occurred indicating the emergency stop button was pressed about one hour into the procedure. Within the same minute an error 283 occurred indicating the customer recovered from the faulted state. The vessel sealer advanced logs were reviewed by an isi failure analysis engineer (fae). Per the fae, there is nothing in the logs that would point to non-intuitive motion. Also, there are no errors found in the e-100 generator logs for this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, the vse instrument became stuck on tissue. Unspecified issue was reportedly removed. It is unknown how the reported event was resolved, what tissue was removed, and what medical intervention (if any) was administered due to the tissue removal.